Event description:
It was reported that the IV pump alarmed "channel disconnect" with option to power down. The user noted that the device had a burning smell, it was hot/warm to touch, there was smoke coming from the metallic connectors, and there was melted plastic area on the device. There was no visible fire or spark. The device was taken out of service. The event occurred during use on a critical care patient while infusing normal saline (ns), levophed, epinephrine, and vasopressin. It was noted that patient's mean arterial pressure (map) dropped to 49/50 and the physician provided immediate IV push of phenylephrine 500mcg. Patient's map improved.

Manufacturer narrative:
The customer¿s report of a channel disconnect alarm exhibited during an infusion was confirmed after review of the logs. The melted plastic on the iui connectors was also confirmed, suspected to have produced the smoke reported on the day of the incident. Based on the investigation, it is suspected that an accumulation of fluid on the source device female iui connector pins, inadvertently created a conductive bridge (short) between pin 1 (ground) and pin 2 (+8 volts). As a result, the low resistance between the pins generated an increase of heat, melting the plastic and damaging the iui connector which lead to a channel disconnect event. Results from a log analysis identified the channel disconnected alarm occurring on 12 sep 2019 at 12:26 pm while attached modules, concomitant pump module s/n (B)(4) (channel a), concomitant pump module s/n (B)(4) (channel b), effected pump module s/n (B)(4) (channel c) and source pump module s/n (B)(4) (channel d) were infusing. Seconds after the alarm, the system was powered off. An inspection of the iui connectors identified thermal damage on the male iui of pump module s/n (B)(4) (channel c) and female iui pump module s/n (B)(4) (channel d). The pcu error logs showed several log only error codes 120.4370.5 (failure=low_8v_failure; severity=runtime_log_only_severity; subsystem=psp_ss) seconds after the channel disconnect/ power loss incident. Observed log only error is indicative of a short circuit condition in which the 8 volt line is temporarily pulled low. Test results from iui test method identified pump module s/n (B)(4) (channel d) as the source device. Subsequent iui resistance testing showed the source device female iui with an electrical short between pins 1 (gnd) and 2 (+8v), measuring 26¿ when infinite resistance was expected. Subsequent channel disconnect replication test results showed that when replacing the thermally damaged female iui with a good known iui connector a channel disconnect alarm is not exhibited. The root cause of a channel disconnect alarm and signs of visible smoke exhibited by the iui was attributed to an accumulation of fluid ingress on the source device female iui.

Event description:
It was reported that the IV pump alarmed "channel disconnect" with option to power down. The user noted that the device had a burning smell, it was hot/warm to touch, there was smoke coming from the metallic connectors, and there was melted plastic area on the device. There was no visible fire or spark. The device was taken out of service. The event occurred during use on a critical care patient while infusing normal saline (ns), levophed, epinephrine, and vasopressin. It was noted that patient's mean arterial pressure (map) dropped to 49/50 and the physician provided immediate IV push of phenylephrine 500mcg. Patient's map improved. Notes from tpc (B)(6), to discuss wit (B)(6): follow up with (B)(6) to see if you send a swab can we ensure that it can guarantee we can get a qualitative analysis for the presence of : normal saline, epinephrine, nor-epinephrine, vasopressin. I will set up a call with (B)(6) to discuss the following: any design changes with the iui connectors (unless I am able to provide an update prior). Fluid pathway (how could fluid get through the iui connector as the devices is slightly sloped front to back). Is there any investigation on how the female gasket does not sit flat but rather caused a slight bow to the rear case even when installed correctly. Why would the logs show a channel disconnect during initial short but when show an audio system failure during full short (dave will provide logs for devices under investigation and the devices you used for testing as well as x-ray of connectors). How would this device short if the iui connectors were replaced in march of this year and they were inspected during the bezel replacement in june. Is there something more that could have caused the thermal event?

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographic information (section a) requested however not provided.

Event description:
It was reported that the IV pump alarmed "channel disconnect" with option to power down. The user noted that the device had a burning smell, it was hot/warm to touch, there was smoke coming from the metallic connectors, and there was melted plastic area on the device. There was no visible fire or spark. The device was taken out of service. The event occurred during use on a critical care patient while infusing normal saline (ns), levophed, epinephrine, and vasopressin. It was noted that patient's mean arterial pressure (map) dropped to approximately 60mmhg and the physician provided immediate IV push to stabilize patient's map. There was no further information provided regarding any lasting impact to the patient.